Event description:
Per the clinic, the patient has undergone several skin revision surgeries (dates not reported) due to healing issues at the abutment site. On (B)(6) 2013, the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.